Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this right atrial (ra) had a lead body damage. This lead was surgically abandoned and replaced. Additional information indicated that the lead was not capturing and a fracture was suspected. No additional adverse patient effects were reported.